Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number (B)(4)) was sent for evaluation because the patient was found deceased at home on (B)(6) 2022. The cause of death was unknown. The controller internal fault alarm was observed during the analysis of the returned system controller (serial number (B)(4), backup battery gu237308). The log file retrieved from the returned system controller contained 256 events dated from (B)(6) 2022 per the timestamps. Events occurring on (B)(6) 2022 were recorded during testing. The file captured normal pump operation with no notable events or alarms until (B)(6) 2022, 23:15:14 when the driveline was disconnected, activating a driveline disconnect alarm and causing the pump to stop. The log file then captured a controller internal fault alarm on (B)(6) 2022 at 23:47:24 due to fuse b being open. The driveline disconnected and controller internal fault alarms remained active until (B)(6) 2022 at 2:09:59 when the controller was shut down. The pump had maintained a speed above the low speed limit without issue while the driveline was connected. Visual inspection of the returned system controller revealed a small burn mark on one of the driveline connector¿s pin sockets. The returned system controller was connected to test equipment, and an electrically damaged fuse b was observed during preliminary testing. The damaged fuse b was replaced, and the controller was reassembled to continue testing. After being reassembled, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The data captured in the retrieved log file, the burn mark on the driveline connector, and the electrically damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees causing the controller internal fault alarm. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. The heartmate 3 patient handbook (rev. D, ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including alarms associated with controller fault and driveline power fault conditions. The heartmate 3 patient handbook (rev. D, ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the returned controller revealed a burn mark on one of the driveline¿s pin-holes. Log files contained driveline disconnect alarms.

Event description:
Related manufacturer report numbers: 2916596-2022-00560 and 2916596-2022-10688. It was reported that the patient was found deceased at home on 16jan2022. The cause of death was unknown. Evaluation of the returned controller revealed a burn mark on one of the driveline¿s pin-holes consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Log files analysis found driveline disconnect alarms.

Manufacturer narrative:
Section b5: patient death is reported under manufacturer report number 2916596-2022-00560. No further information was provided. The manufacturer is closing the file on this event.